Manufacturer narrative:
Batch review performed on 14 january 2019: lot 173420: (B)(4) items manufactured and released on 04-jul-2017. Expiration date: 2022.06.18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar event reported. Additional component revised: reverse shoulder system 04.01.0172 glenosphere 36xø27 (k170452), lot 174278: (B)(4) items manufactured and released on 28-aug-2017. Expiration date: 2022-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with other 3 similar events reported.

Event description:
The patient came in complaining of pain caused by a dislocation of the liner from the glenosphere after about 1 month after primary surgery. The surgeon revised the liner from a +0mm to a +6mm and the surgery was completed successfully. The patient was moving heavy pots and pans around her kitchen 10 days after the primary reverse and was not wearing her arm sling against medical advice. She ripped the surgeon subscap repair off and became unstable.